Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that during the extraction of the right ventricular lead, the right atrial lead was dislodged. The right atrial lead was removed and replaced. No patient complications were reported as a result of this event.